Event description:
It was reported that during implant attempt, there was lv (left ventricular) lead positioning difficulty, dislodgement, and repositioning. It was also noted that the lead was too small for the target vessel, and there was poor lead stability in the vein. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood/body fluid was present on all conductors.